Event description:
It was reported that the user experienced hypoglycemia, with a lowest CGM reading of 53 mg/dL on a Dexcom G7 approximately six hours after a smaller-than-usual dinner announcement, and the user treated the event with oral carbohydrates including two glucose tablets and crackers; the user noted recent target changes by the physician and recent resumption of Lunesta, and there was no reported exercise or bedtime snack. Symptoms included low blood glucose with associated risk for neuroglycopenic effects. Outcomes included recovery after oral carbohydrate intake without emergency care or hospitalization. Investigation included troubleshooting and education by support personnel and escalation to a clinician for further assessment. Investigation of this case revealed no device malfunction or infusion set issue based on user report of a normal supply change, with the event considered consistent with hypoglycemia of unclear cause potentially influenced by meal announcement, therapy targets, stress, and concomitant medication. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.